Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facebook that a left atrial appendage closure procedure was attempted with a watchman closure device, but the device "moved". The device was able to be retrieved.